Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding a cartridge alarm 1. The customer was unable to verify if blood glucose level was impacted.